Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. Review of the device history record (DHR) and other quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer stated by email that the ubk sleek regular tampons unraveled and pulled apart into two pieces upon removal. This occurred with two tampons. The consumer is confident no pieces remain and is doing well and not experiencing usual symptoms. She does not plan to seek medical attention.